Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because it exhibited early battery depletion. The atrial bipolar lead (4271) was removed from service due to intermittant loss of capture.